Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used in a cranial resection procedure. It was reported that during a surgery that after about an hour, the spheres on the instruments were not visible by the camera. After unsterile setup with the small passive frame and pointer it was possible to register the patient face. After that, they changed the setup to sterile pointer and frame. Now both were not visible from the camera. The view angle of the camera changed and there was no improvement. Not one sphere was visible. Restarting the software did not fix the problem. The surgeon switched to a different navigation system to continue the surgery. There was less than an hour delay to the procedure and no impact on the patient's outcome.